Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, phrenic nerve stimulation and "heart rates in the 40's". The right ventricular (rv) lead had dislodged and exhibited no sensing or capturing on interrogation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.